Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that data loss and the absence of fresh gas, no health consequences have reportedly occurred.